Event description:
Per received report: resistance was encountered as the coil was being advanced into the microcatheter. Therefore, the device was pulled out and placed into the saline bath. As the coil was re-examined, it was observed that the coil had stretched. The coil was safely withdrawn and replaced. The procedure was completed with no patient injury reported.

Manufacturer narrative:
The device has not been received in our facility as of this time. Final report will be submitted as soon as the product is received and final analysis has been conducted.